Event description:
It was reported that the patient experienced syncope and was taken to the emergency room. A chest x-ray revealed that the lead right atrial lead had dislodged. The patient had a temporary transvenous pacing wire to provide pacing support.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.